Event description:
The patient experienced chest pains and unstable vt. It was noted that the lead had perforated and caused cardiac tamponade. Hemothorax and the left lung collapse was evident from testing done by admitting staff. The patient underwent sternectomy for repair of rv perforation and drainage of the left hemothorax. It was later reported that the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.